Manufacturer narrative:
The device was returned, and the evaluation found the foreign material. Based on the results of the investigation, it was noted that foreign materials were found in the jet-tube, and it is likely that led to the reportable malfunction. However, a definitive root cause could not be identified. The legal manufacturer could not confirm reprocessing was conducted in accordance with the instructions for use (IFU). A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.

Event description:
It was observed that during the evaluation the gastrointestinal videoscope exhibited that the jet-tube had foreign material. There were no reports of patient harm or patient involvement.